Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath, after a peripheral intervention procedure. Reportedly, a suture break occurred. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.